Manufacturer narrative:
Hemolysis was not mentioned in the clinical account, but a conversation with the abiomed representative mentions that the pump was removed due to suspected hemolysis, although labs were not drawn and hemolysis not confirmed. The cause of the hemolysis was not determined.

Manufacturer narrative:
Device was not returned by customer. The impella cp optical pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) years old white male patient had impella cp optical pump inserted in the right femoral for acute myocardial infarction (ami) with shock. There was blood in the patient¿s urine and as a result the pump was removed due to suspected hemolysis.